Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) with 90% stenosis, moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 2.5x10mm balloon. The 3.0x18mm xience skypoint stent delivery system (sds) had resistance with the lesion during advancement and ruptured at 6 atmospheres (atms) due to the calcification. The stent was removed along with the balloon. A non-abbott balloon was used to continue the procedure and a non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.